Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had implants placed at the tooth sites of #19 and #20 on (B)(6) 2024 with no grafting and prp. In an examination on (B)(6) 2024, it was noted that the sites were healing within normal limits. On (B)(6) 2025, it was observed that there was noticeable bone loss. The implant surfaces were debrided and the bone was grafted again. On (B)(6) 2025, it was noted that the patient had significant bone loss and implant removal was recommended that day, but the patient declined. He said he would return in approximately a week. On (B)(6) 2026 the patient returned for implant removal as they were extremely loose and easily removed.